Event description:
In late november/beginning of (B)(6) 2020, the user developed an infection and then a breakdown of skin around the implant site. Parts of the stimulator coil were visible when the recipient went to the clinic on (B)(6) 2020. The device was explanted on the (B)(6) 2020 and the wound was covered.

Manufacturer narrative:
Conclusion: device investigation of the received parts did not reveal any device defect or damage which has been present whilst implanted. The mechanical damage found during investigation is attributable to the removal surgery. According to the limited information received from the field the recipient was explanted due to an infection which led to an extrusion of the device. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. No available information points to the implant being the source of the infection. This is a final report.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user developed an infection and a breakdown of skin around the implant site. The implant was removed and the wound was covered.